Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracking or damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. The troubleshooting was not performed. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported battery cap was damaged, lost, or requested a spare. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test, active current test, sleep current test and self-test. The pump p-cap locks properly into the reservoir compartment. Successfully utilized and thump to download history files and traces. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and lcd assembly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, broken battery tube threads, battery tube threads - cracked and label damage (stained serial number label and faded end cap address label). No current code/category not confirmed. Cosmetic damage was confirmed at battery compartment. Unable to confirm battery cap cracked/damaged due to receiving pump with no battery cap. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.